Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to say when the meter started reading inaccurately. She alleged that on an unspecified date and time, she obtained alleged inaccurately erratic blood glucose results of ¿300 and 100 mg/dl¿ on the subject meter within 20 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs¿ precision criteria. The patient manages her diabetes with insulin pump therapy. She reported that on unspecified dates and times she consumed more food/drink as a result of obtaining the alleged inaccurate results. She denied developing any symptoms as a result of the alleged issue and no medical intervention or other treatment was specified. The patient also denied using any other device to test her blood glucose levels. At the time of troubleshooting, the cca noted that the patient¿s test strips had been stored correctly, the test strip vial was not cracked or broken and the subject meter was set to the correct unit of measure. The patient was using an approved sample site and had followed the correct testing steps. However, the cca noted that the patient did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged inaccuracy issue remained unresolved at the time of troubleshooting.